Event description:
It is reported that a 7.0mm diameter x 17mm length bridge x3 billiary stent system was inserted for the treatment of a 90% stenotic, tight and almost occlusive right renal lesion on event date. The lesion had little calcification. It is reported that the physician did not pre-dilate the lesion. A 6 french sheath, 7 french guide catheter; and .018 inch platinum plus wire were used during the procedure. It is reported that the physician successfully stented the left renal artery. It is reported that the guide catheter and the tip of the balloon were positioned within the ostial renal lesion, and as the physician attempted to cross the lesion, the balloon stopped moving. It is reported that the stent was half way in the guide catheter. The physician pulled the balloon back to reposition the guide and to get a more co-axial back-up support, however, the stent dislodged at the tip of the guide. The physician attempted to balloon the stent in an effort to retrieve the stent, however, this was unsuccessful; therefore, the physician snared the stent. It is reported that the pt sustained a large hematoma because the physician could not pull the snared stent through the 6 french sheath. It is reported that the procedure was not completed as of this date.